Event description:
The customer reported to olympus that after completion of repair, in an unused status, image vignetting was observed using this camera head. There were no reports of patient involvement and user harm with this event.

Manufacturer narrative:
Follow up is in progress to obtain additional information from the customer regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected d5. The subject device was connected according to the instruction manual, and the customer allegation was not confirmed. No image abnormality was observed. Cracking occurred at the repair center during visual and functional inspection. It was confirmed that there might be a defect in the internal imaging of the main unit when the cracking occurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation." Olympus will continue to monitor the field performance of this device.